Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer last changed the infusion set two days prior to the event and was practicing the correct priming technique. After the initial phone call, it was reported that the customer experienced hypoglycemia again and was subsequently hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be draw at this time. Further info will follow once the analysis has been completed.